Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07423. It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the patient. Thrombus was observed at the distal end of the was while advancing the watchman laa closure device and delivery system (wds). When aspirating back, bubbles were noted in the wds adaptor. Both devices were withdrawn from the patient and the procedure was aborted. The patient was transferred to ICU for monitoring. There was no thrombus at the end of the case and no further patient complications. The patient was reported to be fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was) and watchman delivery system (wds). Blood was on the device and the valve was closed as received. A kink was found 13.7cm from the strain relief. The tip was damaged with inner liner delamination. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported event, which could not be confirmed because the clinical circumstances could not be replicated. Because there was no evidence of any product quality deficiencies, it was considered likely that the shaft kink and tip damage were attributable to procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07423 it was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the patient. Thrombus was observed at the distal end of the was while advancing the watchman ® laa closure device & delivery system (wds). When aspirating back, bubbles were noted in the wds adaptor. Both devices were withdrawn from the patient and the procedure was aborted. The patient was transferred to ICU for monitoring. There was no thrombus at the end of the case and no further patient complications. The patient was reported to be fine.